Event description:
It was reported that: "during removal of epidural catheter, the plastic portion was retained in the patient after attempting a removal. The rest of the catheter came out easily with no resistance. Part of the catheter is still inside the patient, around 5.5cm left. No existing symptoms as of now. Doctor thinks that the bevel edge of the hypodermic needle might have sheared the catheter." Additional information: "patient was having breakthrough pain during labor analgesia, clinician decided to replace catheter during labor. They pulled the catheter, able to remove most of it, but the distal end (about 5 cm of the plastic portion) was remaining in the patient's body. There was no tugging when removing, no resistance, it was easy to remove." Associated complaints 9680794-2025-00498.

Manufacturer narrative:
Qn#(B)(4)

Event description:
It was reported that: "during removal of epidural catheter, the plastic portion was retained in the patient after attempting a removal. The rest of the catheter came out easily with no resistance. Part of the catheter is still inside the patient, around 5.5cm left. No existing symptoms as of now. Doctor thinks that the bevel edge of the hypodermic needle might have sheared the catheter." Additional information: "patient was having breakthrough pain during labor analgesia, clinician decided to replace catheter during labor. They pulled the catheter, able to remove most of it, but the distal end (about 5 cm of the plastic portion) was remaining in the patient's body. There was no tugging when removing, no resistance, it was easy to remove." Associated complaints 9680794-2025-00499 and 9680794-2025-00498.

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed, and no relevant findings were identified. The customer did provide photos that appear to show a separated epidural catheter. Without the device to evaluate, the complaint could not be confirmed, and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.